Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose (bg) reminder although the customer did not enter a low bg value based on the pump settings. Reportedly, the customer's current settings for a low bg is a value of 70 or below. Tandem technical support (cts) verified in the pump settings that the low bg reminder was recorded in the history and was in fact set to 70 mg/dl. Cts verified in the bolus history that a bg value of 145 mg/dl and a value of 47 grams of carbs was entered. Customer was unable to upload to t:connect for a review of the data logs to confirm if the reminder was valid or not. The customer acknowledged the explanation provided by cts and declined further troubleshooting. Customer stated bg level was not impacted.